Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received. Noting, this patient also experienced the event of mild transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving).

Manufacturer narrative:
Concomitant therapies: acetazolamide 250mg. The events of uveitis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient had a xen®45 gts implanted in the right eye. Approximately a month and a half later, patient was seen urgently with an iop of 42 and 3-4+ fine pigmented debris in the anterior chamber (ac). Conjunctiva had 3+ chemosis, a 1+ injection was done and it appeared more inflammatory reaction as patient recently had a uri and flu shot 3 weeks prior. Patient was treated with acetazolamide 500mg and 3 rounds of cosopt pf. Intraocular pressure (iop) was noted as 19 mmhg. Patient instructed to use pred, cyclogyl, and cosopt bf and return. Next day 1+ fine pigmented debris noted in ac with unclear etiology -atypical uveitis. A few days later the ac inflammation and iop was better, then much better after another few days. 5 days later the iop was noted at 13 mmhg with ac was deep and quiet. Stye noted rul. Warm compresses and erythromycin ointment was used and patient continued with previously medications. 5 months later patient seen for redness in the eye with no pain or irritation. Ac was noted with rare cell in both eyes. Iop was at 20 mmhg and patient continued use of cosopt pf with latanoprost. Approximately a month later, patient was seen due to both eyes swollen, red, tearing and cloudy vision. Pain was present in both eyes, worse in right. Iop was 27 mmhg in both eyes so diamox, prednisolone, and cyclo were restarted. Patient then revisited a few days later. The xen was ultimately explanted and a bgi 250 tube shunt was inserted in its place. Events resolved.